Event description:
Consumer states her batteries are depleting faster than normal. Consumer states that her chair died in home one time and she had to call the police to come and help move her into her manual chair and move her power chair. Consumer states she charges the batteries at night when she goes to bed.